Manufacturer narrative:
The returned sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration with the needle/stiffener assembly detached from the rest of the probe assembly. The cut functionality of the returned probe was unable to be tested due to that needle assembly detachment. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were observed along the inner cutter. The product was processed and released according to the product¿s acceptance criteria. The evaluation confirms the reported damaged needle (needle detachment), actuation, and aspiration failures. The cut functionality of the returned probe was unable to be tested, however, the observed needle detachment, would have led to the reported cut failure. The cause of the actuation and aspiration failures is the observed needle detachment. The root cause for the component detachment is the adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. An internal investigation was completed and improvements to the adhesive bond have been identified. A photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrectomy probe was damaged during the procedure and it did not cut the vitreous however the aspiration was working during the vitrectomy phase of a cataract/vitrectomy procedure. The procedure was completed without product replacement. There was no harm to the patient.

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the tip of the probe was damaged during the vitrectomy phase of a cataract/vitrectomy procedure.

Manufacturer narrative:
Additional information provided in d.9. And h.10. Correction provided in b.5. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).